Manufacturer narrative:
Per the user facility's biomedical engineer, when the o2 setpoint was set to 21% and the flow set point was set to zero the o2 reading was bouncing at 21%. When the o2 setpoint was set to 80% and the flow set point was low, or zero, the o2 reading was bouncing at 21%.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) oxygen (o2) readings fluctuated. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences.

Manufacturer narrative:
Per the field service representative (fsr) the device functioned as intended as the unit needed oxygen flow to obtain accurate fraction of inspired oxygen (fio2) readings.

Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.